Manufacturer narrative:
Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 06-apr-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was having an MRI done to "rule out a catheter tip granuloma." No other information was provided. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Other relevant components include: product ID 8598a lot/serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type catheter; ubd: 2014-07-03 UDI#: (B)(4). Evaluation code method 4114 is no longer applicable for this event. The patient codes, device codes, and evaluation codes for this event are only applicable for catheter product ID 8598a lot/serial# (B)(4) and are no longer applicable for catheter product ID 8703w lot# l51796. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-22. The patient reported they had a major surgery two months earlier, relative to 2019-may-22, to have a new pump implanted because they had a granuloma at the tip of their catheter because "the volume was too high." Of note, per device registration, the patient's pump and distal catheter segment were replaced on (B)(6) 2019. The patient reported the granuloma was discovered in (B)(6) 2019. The patient was not sure of the dose and concentration of morphine they were receiving. The patient thought the dose may be 10 mg a day. The patient then stated they saw "3.165 a day."